Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump would not come on when the wake button was pressed and the wake button was flashing red. The pump's screen would also not come on when the device was plugged into a power source. The customer's blood glucose level was not impacted and the customer was to contact a healthcare provider for a backup method to manage diabetes.